Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
During an rf procedure, the patient felt unintended sensory stimulation at zero volts when the start button on the sensory stimulation screen was turned on. There was no medical intervention required and no adverse consequence reported. The procedure was completed with the same equipment and with no clinically relevant delay.